Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump had motor error alarm. The blood glucose was 193 mg/dl. The customer unable to clear alarm. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The troubleshooting was performed for motor error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.